Event description:
The account generated inconsistent and falsely elevated wbc results when processing a patient specimen on the cell-dyn sapphire analyzer. Additionally, the account noticed the scattergram populations were shifted for this patient specimen. The inconsistant and falsely elevated wbc results were not reported oustide of the laboratory. No impact to patient management was reported. Data provided:(no units of measurement were provided);first run: wbc = 3.26, normal mode with rst rbc error message;second run: 16.1, lysis plus mode;third run: 44.2, lysis plus mode; fourth run: 33.1 lysis plus mode;fifth run: 19.3, normal mode; malassez test (manual test for counting cells) = 16.8.

Manufacturer narrative:
(B)(4) an evaluation is in process. A follow-up MDR will be submitted when the evaluation is completed.